Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during a primary surgery for total knee arthroplasty (tka), it was observed that the battery oscillator device ceased working. According to the report, the device operated only about one second even if the surgeon gripped the switch. It was further reported that the issue did not resolve by replacing the battery. It operated for several tens of seconds after the blade connection part was cooled down; however, the same issue occurred again. It was reported that there were particularly no long term continuous use nor high loads until the first event occurred. There was less than 30 minute delay to the surgical procedure. It was unknown if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The serial number was reported as unknown in the initial medwatch, the serial number has been updated to (B)(4). The unique identifier( UDI) has been updated accordingly. The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. It was documented in the initial medwatch that the date of manufacture was unknown. The date has been updated to mar 08, 2016. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The UDI number has been updated. The manufacturer location was documented as (B)(4) in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. It was documented in the previous medwatch that the date of manufacture was mar 08, 2016. The date has been updated to sep 18, 2015. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition was not confirmed and assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.